Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that due to a detected a leak at the forceps channel, reprocessing could not be completed and foreign matter remained in the forceps channel. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had leakage from the biopsy channel found during reprocessing. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that there was foreign material inside the biopsy channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to foreign material stuck inside the biopsy channel. In addition to foreign material stuck inside the biopsy channel, the additional findings are as follows: the distal end had biopsy channel leak; the distal end light guide cover lens was cracked; the plastic distal end cover had a sharp edge; the bending section cover was separated; and the up/down and right/left angulation had play and was out of specified value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.